Event description:
This was a lead removal case performed in the ep lab to extract one single coil mdt sprint 6931 lead placed in 2001. The physician began with a 14f glidelight and outer sheath. The fluence was increased, but the physician made little progress passed the clavicle. He upsized to a 16f glidelight with no outer sheath. As the physician progressed passed the svc and into atrium, anesthesist noted there was no pressure. The or team scrubbed in immediately, and the surgeon did a xyphoid window to drain the blood. The chest was then opened. They gave volume and tamponaded the perforation until they were on bypass. The lead was then removed and the hole in the svc was repaired. Patient was transferred to ICU.

Manufacturer narrative:
Evaluation of returned device: the visual inspection of the device returned found no discrepancies. No functional issues identified, unit calibrated properly. The lot history report was reviewed with no issues or non-conformances related to the event noted.